Event description:
Five pts with discrepant creatinine or alanine aminotransferase results. Pt 1, initial creatinine result 19.34 mg/dl, repeat 1.4 mg/dl. Pt 2, initial creatinine result 2.7 mg/dl, repeated 5/29, 0.9 mg/dl. Pt 3, initial creatinine result 1.9 mg/dl, repeated 5/29, 0.9 mg/dl. Pt 4, initial creatinine result 1.8 mg/dl, repeated 5/29, 1.0 mg/dl. Pt 5, initial alanine aminotransferase result 46 mg/dl, repeated 5/29, 26 mg/dl. No adverse events reported in association with the incorrect results. The field service rep determined a hole in the line 2 tubing to be the cause and replaced the tubing. Performance tests were performed.